Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to the device not working properly from a kink in tubing, the patient had his artificial urinary sphincter (aus) removed and replaced. The patient experiences recurring incontinence due to this. The aus was explanted and a new device consisting of a cuff, pump and balloon were implanted. No additional information patient complication were reported in relation to this event. Should additional information be received, a supplemental report will be submitted.